Event description:
Surgeon performed the initial surgery on (B)(6) 2023. During the initial surgery multiple set screws were used as the internal thread in the screws would strip when trying to tighten them with the provided 3mm allen wrench driver. Post surgery, the screw loosened causing a loss of correction and leading to the revision surgery. Photo attached showing loss of correction - the proximal pins were parallel to the distal pins following completion of the initial case. During the revision surgery, taking place on (B)(6) 2020, the same issue occurred where the internal thread of the set screws continued to strip when trying to tighten them down. Surgery time also increased as multiple screws had to be removed / new ones used as they continued to strip when trying to tighten. The surgeon believes it is an issue with the metal of the set screw.